Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned to the manufacturer for evaluation. Visual analysis found considerable amount of bio-residue was present on the cuff and tube areas indicating customer use of the device. No visible damages were noticed on the electrode wires and the connectors. The working length of the tube was also free of damage. Resistance readings were taken with a fluke 21 multimeter, asset #1153-j, cal due date july 2013. Readings were taken as per drawing 66f1325 rev.c, note 4: ¿resistance of each lead to be between 1.7 and 3.7 ohms.¿ blue leads measured 2.9 and 3.2. Both red leads measured 3.0. These readings meet specification per drawing. It is possible that the issue with respect to stimulation may include but is not limited to improper device connection / interface with nim console, anatomical factors (nerve fatigueness), nim malfunction or incorrect set-up. The device failure could not be confirmed as based on resistance readings, the device functionality remains unimpacted and would perform as intended.

Event description:
It was reported that the stimulating mechanism was not working; therefore, the device could not be used. There was no patient impact or injury reported.